Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that she received a no delivery alarm while attempting to fill the tubing with her insulin pump. The customer's blood sugar was 523 mg/dl. She stated that she changed her site again and on the second set, the adhesive was wet on her body, as though insulin was coming out onto the skin, rather than entering her body. Troubleshooting was performed. The drive support cap appeared normal. No air was found in the tubing. Insulin exited the tubing during a manual prime. No leaks were found. The settings and history were correct. The customer had three no delivery alarms in the alarm history. The customer did not have a tubing clamp with which to complete troubleshooting. When the customer removed the infusion set from her body, the cannula was bent, but she stated it was not occluded. The customer's blood glucose was down to 490 mg/dl, with the third infusion set she tried out. She was only treating with the insulin pump. Nothing further reported.